Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was found to be broken immediately following implantation necessitating lens explantation. A slit lamp photograph was provided to rayner for review which identiided that two pieces of the iol optic have torn off; however, the cause of this damage cannot be determined from the limited evidence available. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifes the following possible causes for "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available in this case to establish the cause of the optic damage post implantation.

Event description:
On 15th february 2024, rayner received notification from its distirbutor in the uae of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that immediately following implantation into the eye the lens optic was found to be broken necessitating explantation.